Manufacturer narrative:
(B)(4). The device was received for evaluation. Initial evaluation confirmed the reported condition. If additional relevant information is obtained, a follow-up will be submitted.

Event description:
It was reported that "a small particle was found inside the burette" of an in-line buretrol extension set with luer activated valve. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. Visual inspection identified particulate matter inside of the burette. The particulate matter was determined to be polyethylene. However, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation; however, the sample has not yet been received. If additional relevant information or the sample becomes available, a follow up report will be submitted.